Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and arthritis. Current weight: (B)(6) lbs. Previously administered products included for birth control: mirena. Concomitant products included intrauterine contraceptive device (paragard). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced anxiety ("anxiety") and depression ("psych injury- depression"). In (B)(6) 2016, the patient experienced vulvovaginal mycotic infection ("yeast infections") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and anaemia ("anemia") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vag. Infect"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder probs"), cystitis ("bladder infect") and urinary tract infection ("uti") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with clonazepam (klonopin), iron, metronidazole (flagyl) and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, vaginal infection, iron deficiency anaemia, anxiety, bladder disorder, cystitis, urinary tract infection, fatigue, alopecia, hormone level abnormal, weight increased, migraine, vaginal haemorrhage, vulvovaginal mycotic infection, bacterial vaginosis, depression, headache, anaemia and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: the plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, , metrorrhagia, iron deficiency anaemia, menorrhagia, psychological trauma, bladder disorder, cystitis, urinary tract infection, vaginal infection discrepancy noted in date of insertion- (B)(6) 2015 , (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; in (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: plaintiff fact sheet received-new events abnormal bleeding (vaginal), bacterial vaginosis, yeast infections, anxiety, migraines, anemia, weight loss were added. Event psych injury updated to depression. Height, weight, medical history, historical drug, treatment and concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.